Manufacturer narrative:
Describe event or problem ,medical device catalog #,device available for eval?,device return to manuf .?,device eval by manufacturer?. Returned to manufacturer on,imdrf annex a,b,c,d and g grids. Omit : g04037 - cover,b17 - device not returned,c20 - no findings available,d15 - cause not established.

Event description:
It was reported that an 8120 pca was affected by plastics recall, syringe sizer recall and contaminated barrel clamp, broken right iui. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8120 pca was affected by syringe sizer recall and broken right iui. There was no reported patient involvement.